Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and stained end cap.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump had a crack in it and was exposed to rain. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.